Event description:
Pharmacist reported patient experienced allergic/anaphylactic reaction to med given in home via readymed. She is not sure if product was the cause of the reaction, or incidental to the event. Patient had previously received 24 doses of acyclovir in the hospital, all abraxis brand. At home, received 1 dose via readymed (700mg/100ml) of bedford laboratories brand, and experienced generalized itching, itchy throat, wheezing facial swelling and severe swollen glands. Reaction started within 1 minute of infusion, and infusion was immediately stopped. Treated in ER with epinephrine and discharged to home in improved condition. Received 2 doses of acyclovir (abraxis brand) at the hospital after this event, with no allergic reaction or adverse outcome, but has not received any further doses via readymed. Dose that caused reaction was only dose given via readymed and was only dose from bedford brand. Device received and investigation is still ongoing. Follow-up report will be sent when investigation complete.

Manufacturer narrative:
Manufacturer's report date: 12/05/2007. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.